Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to syncope and palpitations. A transmission observed the right atrial (ra) lead with suspected far field r-wave (ffrw) oversensing on recorded episodes. The lead remains in use. No further patient complications have been reported as a result of this event.